Manufacturer narrative:
Additional information: sections d1, d4, d6a, h4. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing magnet protrusion at the headpiece due to an upside down magnet. The recipient is presenting with redness and a large indentation. The recipient was advised to not wear the device to allow for healing.